Event description:
It was reported that the customer had blood glucose levels over 600 mg/dl. The customer reported that they are a brittle diabetic and also has diabetic ketoacidosis. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.